Event description:
It was reported that a high drain 104 alarm occurred on a homechoice (hc) machine during drain four. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The registered nurse (rn) stated that the home patient (hp) was no longer connected to the setup and the alarm occurred during the previous therapy. The tsr arranged to swap the device and discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was available for evaluation. The device passed electrical and functional testing. A short simulated therapy was performed and completed successfully on the device. All pressures of the device were found to be correct and stable. An internal inspection was performed and no issues were found. All voltages were found to be to specifications. A review of the event history log confirmed the reported issue. The cause was determined to be unexpected high ultrafiltration for therapy compared to other therapies. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.